Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No unexpected numbers ramping or scrolling during testing. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the numbers on the customer's insulin pump were continuously scrolling in the absence of button press and the buttons were not responding. The customer's blood glucose was 160 mg/dl, which was treated with insulin. No significant events leading to the keypad issues were recalled. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.